Event description:
Procedure performed: salpingetomy. Event description: memobag was inserted through ctf33 trocar and then 10mm scope was inserted through the same ctf33 trocar. When the 10mm scope was in abdominal cavity the instrument shield was found loose. The instrument shield was removed as a whole and did not harm the patient. The instrument shield was removed from the abdominal cavity and the used trocar ctf33 send to be inspected though the seal house is missing. Additional information received from applied medical representative via email on 09dec25: she took that clear component away from abdominal cavity. The entire clear component fall out. It was retrieved from the patient. The color was clear. 10mm scope and memobag instrumentation passed through the event unit(s) during the procedure. No internal seal components removed or cut to inspect the damaged component. Unfortunately that seal housing is not available, it was thrown away (other parts of the device is available for return). Additional information received from applied medical representative via email on 11dec25: tm confirmed the image provided within the email is what will be returning. Intervention: she took that clear component away from abdominal cavity. Patient status: patient is ok.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complaint¿s experience of seal component dislodgment. Based on the description of the event and the condition of the returned unit, it is likely the reported event was caused by an asymmetrical instrument that was inserted through the trocar in a non-axial manner. Applied medical¿s instructions for use (IFU) states that, ¿extra care should be used when inserting angular and asymmetrical instruments, such as ¿j¿ hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing.¿ applied medical has performed a historical trend analysis and review of production records, and no relevant documentations were identified.

Event description:
Procedure performed: salpingetomy. Event description: memobag was inserted through ctf33 trocar and then 10mm scope was inserted through the same ctf33 trocar. When the 10mm scope was in abdominal cavity the instrument shield was found loose. The instrument shield was removed as a whole and did not harm the patient. The instrument shield was removed from the abdominal cavity and the used trocar ctf33 send to be inspected though the seal house is missing. Additional information received from applied medical representative via email on 09dec25: she took that clear component away from abdominal cavity. The entire clear component fall out. It was retrieved from the patient. The color was clear. 10mm scope and memobag instrumentation passed through the event unit(s) during the procedure. No internal seal components removed or cut to inspect the damaged component. Unfortunately, that seal housing is not available, it was thrown away (other parts of the device is available for return). Additional information received from applied medical representative via email on 11dec25: tm confirmed the image provided within the email is what will be returning. Intervention: she took that clear component away from abdominal cavity. Patient status: patient is ok.